Event description:
It was later reported that the lv lead continued to cause diaphragmatic stimulation and the lead was electrically abandoned. No further patient complications were reported. On (B)(6) 2013, it was later reported that the lv lead was electrically abandoned as of (B)(6) 2013.

Event description:
It was reported by the (B)(4) study that the patient had diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the sls study that the patient had diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. It was later reported that the lv lead continued to cause diaphragmatic stimulation and the lead was electrically abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The supplemental report is being submitted to report that change in the lead status to electrically abandoned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.